Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to corroded motor home switch. Moisture damaged found on mother board and lcd board. Unit had cracked case at display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's sister reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer insulin pump had water damaged. The customer's sister stated she sees moisture around the edges of pump. The customer's sister stated that patient passed out from an allergic reaction an hour ago and pump fell in bath tub. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.